Event description:
It was reported that noise oversensing was noted on the pacemaker and ventricular lead. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicated that pacing inhibition was noted due to the noise. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2026. The patient is stable.